Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Event was received as a general comment, via (B)(6), commenting "proglide often works really well but if the diameter of the artery is too small (I would say less than 4mm) it can sometimes invaginate the artery walls. Check this case which required surgical repair with patch plasty." No additional information is available